Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the s2 valve was leaking steam. The o-ring and valve showed signs of wear indicative of premature corrosion. The technician rebuilt the s2 valve and replaced the o-ring. He replaced the lcd display due to damage from the steam release. The unit was tested, confirmed operating according to specification, and returned to service. The investigation of this event is currently in process. A follow up will be submitted once additional information becomes available ]

Event description:
The user facility reported their 60" century sterilizer was leaking steam from the door. No report of injury, however a procedure was cancelled and evacuations were required due to the reported event. Reference medwatch 4508440000-2015-8010.

Manufacturer narrative:
The premature wear prompted the steris technician to collect a sample of scale from inside the sterilizer as well as water samples from the user facility. These were evaluated by steris's laboratory services group to determine the root cause of the reported event. The results of the analyses revealed that the user facility's steam quality was outside of the recommended specifications. Steris provided the user facility with its findings along with recommendations to prevent a reoccurrence of the reported event. Furthermore, steris has communicated to (B)(6) hospital that after a reevaluation of their boiler treatment program, steris's laboratory services group would be willing to analyze another sample of the steam to verify the quality of the steam is within the specified range for operation. Steris is not responsible for the maintenance of the user facility's boiler(s). The user facility is responsible for ensuring that the utilities (electric, water, steam, etc.) Used in its operations are of adequate quality support the equipment, including medical devices, for which it is used. The user facility has not disclosed to steris the manufacturer of their boiler(s). Steris is unable to provide additional insight regarding boiler treatment without having this information available. However, steris recommends consulting the operator manual provided by the manufacturer of the boiler(s) to ensure all required maintenance activities and conditions for use are satisfied.